Event description:
The customer obtained a non-reproducible, lower than expected vitros amon quality control result (qc fluid d1731= 139.7 versus expected result= 190.5 umol/l) using a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to re-occur undetected using patient samples. No vitros amon patient results run during the time frame of this event were questioned. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, lower than expected amon quality control result was obtained on a vitros 350 chemistry system. There is no evidence that the vitros amon reagent malfunctioned. Acceptable vitros amon performance has been achieved using the same reagent lot following completion of "as-needed" instrument maintenance. The most likely assignable cause of the event is an instrument related issue.